Event description:
It was reported that the device got stuck during an update. The screen froze and the software no longer detected the pump when connected. During device evaluation it was found that the downstream occlusion (dso) seal was loose. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the customer reported issue was confirmed. The cause was user related. The investigation also found that the downstream occlusion (dso) seal was loose. The dso seal was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.